Event description:
It was reported that a transtelephonic check of the patient's device was unable to transmit or emit a response. The patient had monthly transtelephonic checks. A check in 2006, estimated battery life to be 18 months, and the transtelephonic check one month ago revealed that the battery was ok. The patient was brought in for device interrogation. No output, telemetry, magnet response, or pacing were found. A chest x-ray looked normal. A medwatch 3500a was subsequently received reporting that the patient had no symptoms because he had a stable underlying junctional rhythm. The patient did well during the device replacement procedure and was discharged home the same day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: the no output and telemetry problems were the result of fractured bond wires. It was reported that a transtelephonic check of the patient's device was unable to transmit or emit a response. The patient had monthly transtelephonic checks. A check in 2006, estimated battery life to be 18 months, and the transtelephonic check one month ago revealed that the battery was ok. The patient was brought in for device interrogation. No output, telemetry, magnet response, or pacing were found. A chest x-ray looked normal. A medwatch 3500a was subsequently received reporting that the patient had no symptoms because he had a stable underlying junctional rhythm. The patient did well during the device replacement procedure and was discharged home the same day. No patient complications have been reported as a result of this event. Patient safety specialist actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy output, none pace, failure to.

Event description:
It was reported that the device was explanted due to no output, no telemetry, and failed magnet tests. It was also noted that the battery depleted very fast over the last nine months. No patient complications were reported as a result of this event.